Event description:
It was reported that pump battery was not charging and pump did not turn on despite being connected to different usb cables and wall outlets, with no red light visible around awake button. There was no reported impact to the customer¿s blood glucose level. Customer¿s description of the issue was confirmed after testing, and pump was scheduled for return and replacement pump was arranged, with no additional information available about further corrective actions or outcome.